Event description:
The risk manager alleged that the patient was being transferred from a stretcher to the bed and as the nurse and orderly moved the patient, the bed rolled away and the patient had to be lowered to the floor. The nurse indicated that the bed wheels were locked, brakes failed.

Manufacturer narrative:
The accounts risk manager declined to release additional information. The bed in question was sequestered and not made available to hill-rom for inspection.